Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "broken cable" the instrument was found to have a broken pitch cable at the distal end. Root cause of this failure is attributed to a component failure. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor (part #470318-10 / lot #n10210705 0131) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a low anterior resection procedure performed by the console surgeon via system serial #(B)(4). There were 6 uses remaining after this last usage. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: it was reported that the cable of the small grasping retractor was broken during surgery. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the cable of the small grasping retractor instrument was broken for no apparent reason. The customer confirmed there were no visible residues found in the patient. The branches of the instrument could no longer perform their function. As reported, the instrument could be removed without issues through the 8mm davinci trocar. There was no major delay, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.